Manufacturer narrative:
E1: initial reporter name and phone was not provided the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Ehl was downloaded. Visual and functional tests were performed. Functional test found a damaged ac connector. Occlusion tester was used which found a defective dso sensor. A scratched lens was also found. An accuracy test was performed, and the device passed. The customer did not state a specific problem so therefore no possibility of replicating the issue. The lens, ac connector and dso sensor were replaced in order to fix the issue.

Event description:
It was reported that the device was not conform. The event occurred during annual maintenance. The flow tests were found to be non-compliant. There was no patient involvement and no patient harm/adverse event reported.